Event description:
It was reported "patient pulled off blue lumen". A new PICC was inserted. There was no patient harm or injury. No medical intervention. The patient's current condition "fine".

Manufacturer narrative:
(B)(4) the customer provided one image showing a 3-lumen PICC catheter. Visual analysis revealed that the medial extension line was separated. The separated portion (including the blue luer hub) is not pictured. The customer also returned one, 3-lumen PICC catheter for analysis. Signs of use in the form of biological material were observed inside the extension lines. It was noted that the catheter body was severed at the 20cm marking. It is assumed that the body was severed by the customer during catheter trimming prior to insertion. Visual analysis revealed that the medial extension line was separated. The separated portion of the medial line (including the luer hub) was not returned. Microscopic examination confirmed the separation and revealed that the edges were rough/jagged. Additional analysis also revealed indentations that resemble excessive clamping with a needle holder. No other defects or anomalies were observed. The catheter body length measured 21.7cm, which indicates that between 34.15cm-36.06cm of the catheter body was severed and not returned for analysis (per catheter product drawing). The medial extension line outer diameter measured 0.094", which is within the specification limits of 0.093"-0.097" per the medial extension line extrusion product drawing. The medial extension line inner diameter measured 0.056", which is within the specification limits of 0.055"-0.059" per the medial extension line extrusion product drawing. A manual tug test confirmed that the distal and proximal lines appeared secure to their respective luer hubs. Manufacturing and r & d were contacted as part of this complaint. They agreed that additional analysis is needed by the manufacturing facility. A device history record review was performed, and relevant findings were identified. It cannot be verified if the findings are relevant without the separated portion of the extension line also returned. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a separated extension line was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the medial line luer hub was separated. Further dimensional analysis revealed that the severed line measured within specification. Based on the customer report that the "patient pulled of the blue lumen", the sample received, and the comments from manufacturing, the root cause cannot be determined at this time. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "patient pulled off blue lumen". A new PICC was inserted. There was no patient harm or injury. No medical intervention. The patient's current condition "fine".

Manufacturer narrative:
Qn# (B)(4).